Event description:
It was reported that during removal of this drainage catheter, the distal portion of the catheter broke and remained in the pt's abscess cavity. Surgical retrieval was uneventful. The pt's condition is good and has since been discharged. F/u indicated this drainage catheter was placed at a different user facility. No info regarding length of time in place, placement specifics or product info was available. Attempts to gain further details regarding the circumstances of this event were unsuccessful. Without further details about the procedure and without evaluating the device. The co is unable to determine the exact cause for this event. User facility medwatch report.